Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3000 hemopro was plugged and did not work. The cable was switched and then the jaws of the hemopro started smoking. A replacement hemopro was used to complete the procedure. The hospital did not reported any patient effects. The hospital is returning the hemopro and the cable.